Event description:
It was reported that in the final stage of the da vinci prostatectomy procedure, a loose wire at the point of the large needle driver was found. Using the large needle driver for back-up, the surgical operation was completed without troubles. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The large needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument wrist. Also, the instrument pitch cable was frayed at the distal idler. The other cables at wrist were not damaged. No other damage was found. Failure analysis investigation also found mechanical indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. No other damage was found. It was concluded that the damage to the pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch/grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.